Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The representative noted that she tested the system after the surgery and confirmed that the system was functional when the nav tag was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there were no nav tags on 3 of the most recent spins that were performed. The representative noted that the navigation system had all green status while taking the spins. Medtronic imaging was aborted and he surgeon decided to navigate a previous spin to make a screw revision. The representative confirmed with the surgeon that this was not due to an inaccuracy, but rather the surgeon thought he could improve the positioning of a screw. There was a reported delay and no reported impact to patient outcome.